Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that a horizontal black line appeared on the screen of the insulin pump. The black line remained after the customer changed out the battery. Customer was assisted in running a self test, during the self test, the black line was white, appeared to be missing segments on the black screen. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and the customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No missing segments or partial display was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.